Event description:
It was reported by the affiliate that during a laparoscopic radical cystectomy procedure, unexpected noise was heard and the titanium tip broke. The broke piece was retrieved by forceps. Another like device was used to complete the procedure. One device will be returned.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the blade tip broke off and not returned. During functional testing on gen11 an alert screen was displayed. The device will stop activating when the blade becomes damaged. The device was disassembled and a broken was located inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The analysis concluded that the blade broken due to contact with clamp arm pin. No conclusion could be reached as to what caused the blade to make contact with the clamp arm pin. It is possible that the unexpected noise heard could be due to the blade making contact with metal or plastic while activated.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.